Event description:
Boston scientific received information that during a follow up abnormal low pacing impedances were noted. Noise and pacing inhibition was displayed on the holter monitor. There was a suspected insulation issue when it comes to this right ventricular lead. The device was reprogrammed, and no adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that this patient was originally hospitalized due to syncope, and loss of capture resulted in asystole for > 2 seconds. A new lead was implanted while the old right ventricular lead was explanted. A lead fracture was suspected but not confirmed. This lead will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.